Event description:
The manufacturer became aware of an allegation from a user that his nuance nasal pillows were causing irritation and a burning sensation. User stated he did not wash the mask prior to usage. The user also stated he uses a disinfectant CPAP cleaner spray to clean his equipment. The user visited his primary care doctor and was prescribed antibiotics. The user no longer has this mask and will not be returning it for evaluation. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. The product instructions state: hand wash the entire mask before first use. The non-fabric parts should be hand washed daily. Hand wash in warm water with a mild liquid dish washing detergent. Rinse thoroughly. Air dry completely before use. The warnings state: · do not use bleach, alcohol, cleaning solutions containing bleach or alcohol, or cleaning solutions containing conditioners or moisturizers. Any deviation from these instructions may impact the performance of the product. This report will be filed as an initial-final report. The manufacturer concludes no further action is needed at this time. If any additional information is received, a follow up report will be filed.